Event description:
The customer reported not turning on display during inspection for use involving an olympus video system center. There were no reports of patient injury.

Manufacturer narrative:
Customer name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.